Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 3 years and 11 months post implant of a 29mm sapien xt valve in the aortic position, valve stenosis was observed. A 29mm sapien 3 valve was successfully implanted within the pre-existing 29mm sapien xt valve. There were no complication and the patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Additional information was received. Section was updated. The valve had trace central regurgitation, a gradient of 42mmhg, peak velocity of 3.8m/s, and valve area of 0.74cm. The patient had experienced dizziness upon exertion for approximately 4-5 months. Echo showed prosthetic aortic valve stenosis. The tavr leaflets were not clearly visualized. The patient has had multiple mylenoma and has undergone chemotherapy treatments with revlimid since the tavr valve was placed. The patient has paroximal afib on eliquis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve stenosis could not be confirmed. However, patient co-morbidities (chemotherapy treatments) and disease progression may have been contributing factors for the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.